Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a repeat atrial fibrillation ablation procedure, a cardiac tamponade occurred. A therapy cool path duo ablation catheter was advanced into the left atrium via a patent foramen ovale following geometry creation. While ablating on the left atrial roof, the ablation catheter appeared outside of the geometry; there was a rise in impedance and the patient became hypotensive. A pericardiocentesis was performed; however, this was unsuccessful and the patient underwent surgical repair of the left atrial wall. The patient was then stable. There were no performance issues with any sjm device.